Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation; however, during 3rd inflation, the balloon was torn at rbp level in 20 seconds. The device was completely removed. And the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device is evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 12mm long starting from the 1mm proximal of the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at rated burst pressure for 20 seconds, the balloon was torn. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.